Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2018-00692. Additional information received identified the issue has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2018-00692. It was reported the patient lead site incision had opened due to patient being using neosporin over the incision site that broke down the dermabond prematurely. No known infection was determined at the site. The patient is under observation.